Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 for the same event: it was reported from france that during an unspecified surgical procedure, it was discovered that the electric pen drive device heated up and burnt the patient's lips while being used together with the drill/burr-attachment device and the cable device. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient and user involvement reported. It was unknown to the reporter if there was any medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During repair, it was determined that the reported condition was confirmed. It was determined that the device passed the tests according to the service manual, except for the handswitch test. It was further determined that the device did not stop and continued to rotate when the trigger was no pressed. It was determined that the failure was located in the electronic control unit (ecu). It was further determined that the control unit was not functioning and was defective. It was further determined that the device failed pretest for check function with test hand switch. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.